Event description:
It was reported by service report that the footboard was not functioning due to 2 pins were pushed in and was not making contact with the litter connector. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard connector pins.